Event description:
Customer reported a failure code 810:04. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer reported incident occurred during biomed testing. Although baxter requested, no additional info was provided regarding pt demographics, medication involved, or device programming info. No additional contact info was provided.

Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure code 810:04 was confirmed. During inspection of the device, the air-in-line printer circuit board was found to be out of specification causing the failure code 810:04.